Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. Recurrence is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard device implanted on (B)(6) 2011, device #1. An additional emdr was submitted to represent the bard device implanted on (B)(6) 2012, device #2. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2011: the patient underwent surgery for repair of a ventral hernia. A bard/davol ventralex hernia patch, reference number (B)(4) and lot number huuj0913 (device #1), was implanted to repair the hernia defect. On (B)(6) 2012: the patient underwent surgery for repair of a ventral hernia. A bard/davol ventralex hernia patch, reference number (B)(4) and lot number huwf2367 (device #2), was implanted to repair the hernia defect. On (B)(6) 2014: the patient underwent an "additional surgery to repair the hernia defects and remove the ventralex hernia patches." As reported by the attorney, the ventralex hernia patches used in the patient's hernia repair surgery failed, resulting in much pain and suffering, doctor visits, subsequent procedures and was injured severely and permanently. It is alleged that the patient has suffered and will continue to suffer physical pain due to the alleged defective ventralex patches.

Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. Recurrence is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 3 years 1 month post implant of ventralex mesh, patient was diagnosed with mesh migration, bowel perforation, hernia recurrence, inflammation, adhesions and seroma thereby underwent repair with mesh removal. Per operative notes, ¿the previously placed mesh had come away from the abdominal wall and it flipped so that the marlex side was growing into several loops of small bowel.¿ the instructions-for-use supplied with the device lists seroma, adhesions, mesh migration and inflammation as possible complications. Review of the manufacturing records was performed and found that the lot was manufactured to specification. This supplemental emdr represents ventralex mesh (device #1). An additional supplemental emdr was submitted to represent another ventralex mesh (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2011: the patient underwent surgery for repair of a ventral hernia. A bard/davol ventralex hernia patch, reference number 0010303 and lot number huuj0913 (device #1), was implanted to repair the hernia defect. (B)(6) 2012: the patient underwent surgery for repair of a ventral hernia. A bard/davol ventralex hernia patch, reference number 0010301 and lot number huwf2367 (device #2), was implanted to repair the hernia defect. (B)(6) 2014: the patient underwent an "additional surgery to repair the hernia defects and remove the ventralex hernia patches." As reported by the attorney, the ventralex hernia patches used in the patient's hernia repair surgery failed, resulting in much pain and suffering, doctor visits, subsequent procedures and was injured severely and permanently. It is alleged that the patient has suffered and will continue to suffer physical pain due to the alleged defective ventralex patches. Addendum per additional information provided: (B)(6) 2011 - patient was diagnosed with ventral hernia thereby underwent open repair with implant of ventralex mesh (device #1). Per operative notes, ¿there was an evidence of swiss cheese type defect along the incision. The fascia was opened and a piece of bard ventralex mesh (device #1) was placed on the undersurface of the fascia and secured." (B)(6) 2011 - patient visited hospital for bulge at the upper portion of the wound. (B)(6) 2012 - patient was diagnosed with recurrent ventral hernia thereby underwent open repair with implant of ventralex mesh (device #2). Per operative notes, ¿all adhesions were dissected and ventralex mesh (device #2) was used for repair. At the inferior of the ventral hernia, previous mesh (device #1) could be palpated and the two meshes (device #1 & #2) were overlapped.¿ (B)(6) 2012 - patient visited hospital and was diagnosed with seroma post hernia repair. (B)(6) 2014 - patient was diagnosed with recurrent symptomatic upper abdominal midline ventral hernia thereby underwent repair with explant of meshes (device #1 & #2). Per operative notes, ¿dense adhesions were noted in the abdominal wall and the recurrent ventral hernia was noted at the apex of old incision. It appeared that previously placed ventralex mesh (device #1 & #2) had come away from the abdominal wall, flipped to the marlex side and growing into several loops of small bowel. The old mesh (device #1 & #2) was removed from the abdominal wall and adhesions were freed sharply. The synthetic mesh was placed overlying the intra-abdominal contents, other synthetic mesh was then placed within the abdominal cavity and secured to the fascia.¿ attorney alleges that the patient had infection, adhesions, bowel perforation, bowel removal, mesh migration, mesh shrinkage, pain and hernia recurrence.